Event description:
It was reported that during a lap cholecystectomy procedure the device would not fire at all. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Feeder shoe damaged with clip present in device, damaged feedbar. The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Finally, the device locked out as intended but the orange indicator was visible at 14th firing sequence thus, it did not show up completely. These findings are not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.